Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the blade affixing screw was missing from the device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Investigation is complete. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the screw was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the blade affixing screw was missing from the device. No adverse events were reported as a result of this malfunction.